Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred immediately at the start of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed at the bottom of the dialyzer cap. The patient¿s estimated blood loss (ebl) was approximately 30ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. During the lot history review, it was noted there were a total of 15 reported complaints against the lot (including the current complaint). All 15 complaints address reports of external blood leaks. This complaint total triggered the initiation of a CAPA. This lot was placed on hold and recalled under field action decision file (B)(4). The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.